Manufacturer narrative:
(B) (4): results code: a definitive root cause cannot be determined in this incident, no product malfunction, failure or deterioration of characteristic or performance of the device or inadequacy in the labeling and/or instructions for use was identified. A review of the finished device lot history record (lhr) did not reveal any abnormalities associated with this lot # which could have contributed to this report.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture has previously caused or contributed to pt injury. Device issue: balloon rupture. It was reported that during an arterio-ventricular shunt procedure, in a heavily calcified lesion, the fox plus was inflated to 6 atms and ruptured. There was no adverse pt sequela reported. A second fox plus was used successfully. No additional event or pt info was available.